Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of 32 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Additional information: two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed and there was no nonconformance found related to this event.